Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
This issue was investigated by confirming daily cleaning checklists were completed and the associates involved in the pouching process of lot 2362067 were trained on standard operating procedure clean room gowning instructions at the time of the complaint. Training records were reviewed and verified for each associate. Pest control companies were changed in the q4/2014. The following controls were put into place to prevent insects from entering the clean room. 1-sealed gaps in doors exposed to outside health care. 2-sealed dock doors at health care. 3- increased cleaning schedule. 4-associate training was conducted on 7/20/15 and 7/22/15. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed.

Event description:
The distributor reported upon opening the dressing, a small insect was found inside the packaging. No patient involvement was reported.